Event description:
The customer reported experiencing nearly daily occlusion alarms with their insulin pump, despite proper setup and maintenance. There was no abnormal impact on the customer's blood glucose level; it remained normal. After multiple unsuccessful troubleshooting attempts, the customer was advised by technical support to replace supplies and continue using insulin. Ultimately, a replacement pump was recommended and arranged by technical support to address the persistent issues, ensuring the customer could maintain their insulin therapy effectively. Customer will continue on current pump until new pump arrives.